Manufacturer narrative:
Serial number was requested but not provided. Manufacturing evaluation conclusion: the report of a replace system controller alarm and a no external power event was confirmed through the analysis of a submitted data log file. The log file contained approximately 34 days of data (dated (B)(6) 2018 - (B)(6) 2018, according to the timestamp). At approximately 2:25am on (B)(6), 2018 the log file captured a no external power alarm during which both the black and white power cables were captured as disconnected from external power. During this event the system was being supported by the system controller's internal backup battery, as designed. This alarm resolved when the controller was connected to an mpu with the white power cable. At approximately 8:14am on (B)(6), 2018 the log file captured a transient replace system controller alarm as a result of an active lcd fault. This fault status will only result in an active alarm if it is active for a set period of time. The alarm resolved on its own and did not affect the system controller's ability to support the pump at the set speed. The mpu used at the time of the reported events was not returned for analysis. Multiple attempts to obtain the product were unsuccessful. As a result, the root cause of the reported event could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mobile power unit is not a single use device. Approximate age of device could not be calculated as the serial # was not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed. The patient was asymptomatic. No further information was provided.